Event description:
The 2 mm x 2 cm deltaplush platinum microcoil (dpl10020220/c12987) had multiple issues staying in the aneurysm, it was repositioned about 4 times but each time it popped out right when the coil was approaching the detachment zone. It seemed like the coil detachment zone was too stiff and unforgiving. Finally once worked into place they doctor attempted to detach it and it would not detach. An adequate continuous flush was maintained all times through the catheter. No friction was felt. There was no damage to the coil delivery system during multiple repositioning and after removed from the patient. No coil stretching noted. The coil was still attached to the delivery system when removed. Enpower dcb and cable were used. A pre-deployment check was performed. No fault light seen during the case. All lights illuminated when pressing the power button and also green system ready light illuminated. The physician was not sure if the detachment light illuminated or not since they did not notice as they were all watching the monitors. The audible signal did beep. The same connecting cable was used without any issues for previous coils prior to this one; however this system was not used again during the procedure after initial use. The physician then switched to a competitive coil which slid right into aneurysm and detached without any problems. Other products used in the procedure were cnv coils and enterprise stent. A prowler lp-es microcatheter was also used.

Manufacturer narrative:
Complaint conclusion: the 2 mm x 2 cm deltaplush platinum microcoil (dpl10020220/c12987) had multiple issues staying in the aneurysm, it was repositioned about 4 times but each time it popped out right when the coil was approaching the detachment zone. It seemed like the coil detachment zone was too stiff and unforgiving. Finally once worked into place, an attempt was made to detach it; however, it would not detach. The coil system was removed from the patient with the coil remaining attached to the delivery system and without coil stretching. The physician then switched to a competitive coil which slid right into the aneurysm and detached without any problems. The blue enpower detachment control box (dcb) and the enpower connecting cable (lots unknown) were used in an attempt to detach the coil. The pre-deployment electrical check was performed. No low battery light or fault-light was seen during the case. Upon pressing the power button all lights illuminated and the green system ready light illuminated. It is not known if the detachment light illuminated during the attempted detachment cycle as all were watching the monitors. The audible signal beeped and all connections appeared to fit properly without application of excessive force. The same dcb and cable was used without any issues for previous coils; however, it was not used during the procedure after use with this coil. It was reported that there didn¿t seem to be any issues with the dcb. An adequate continuous flush was maintained at all times through the catheter and there was no resistance/friction felt at anytime during the procedure. There were no damages identified with the coil delivery system during the multiple attempts to reposition or after removal from the patient. The involved devices are not available for analysis. Without the return of the deltaplush coil system no conclusion can be made regarding the positioning difficulty encountered. Additionally without the return of this device and the concomitant devices, no conclusion can be made regarding contributing or root cause of the failure to detach. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.